Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two or the same event; see also 0001032347-2016-00153.

Event description:
The sales associate reported that a 20mm and three 16mm screws had shred off during insertion. The tip of the screws remained implanted in the patients bone. One screw was successfully explanted while the others were already too deep to remove due to the plate. The one explanted screw was discarded by the facility.